Event description:
It was reported that the patient presented a remote transmission showing non-sustained rv oversensing due to post-paced t wave oversensing. Programming changes were discussed but not made at this time. The patient was asymptomatic.